Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative was on site and was able to replicate the issue. She attempted to use the foot switch and was still unsuccessful.

Manufacturer narrative:
Patient information will not be provided by the site. A manufacturer representative went to the site to test the equipment. It was reported that the imaging system passed the system checkout and was found to be fully functional. Analysis of the logs showed that the incorrect button was pressed to expose when the system was configured for 3d, which is why the system went back to 2d. The system was functioning as intended; no failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure the site was unable to obtain any 3d. They were able to take 2d, but when they went to 3d and held down the button on the hand switch, the system would beep and revert back to 2d on the pendant. They tried to reboot the system with no resolve. Site aborted use of the imaging system and brought in a c-arm. There was a 20 minute delay. There was no reported impact on patient outcome.